Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. The customer continued to use the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.